Event description:
The facility reports after washing the resident the nurse had to go out of the bath. The undercarriage was placed under the lift and the resident fell. The device was found to be okay after examination and no injuries were sustained.